Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer. The patient noted hearing beeping tones from the device at some point. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). The product was discarded after explanted and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in no telemetry.

Event description:
.